Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that another lia triggered due to high-rate non-sustained episodes, sic, and low and varying impedance measurements. It was also noted that there was oversensing on the rv lead on stored electrograms (egm). Additionally, an additional lia triggered approximately two and a half weeks later due to high-rate non-sustained episodes varying impedance measurements.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Iit was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high-rate non-sustained episodes and low and varying impedance. Additionally, it was noted that there was intermittent oversensing on the rv lead causing possible inappropriate ventricular arrhythmia detection. The rv lead remains in use. No patient complications have been reported as a result of this event.